Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, respiratory tract irritation, liver disease or toxicity, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on july 21, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, respiratory tract irritation, liver disease or toxicity, other (unspecified event). There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, the sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam missing from the formation, large piece of sound abatement foam was stuck in the airpath of the blower box. Manufacturer observed customers humidifier did not heat. Due to a thermal event on the pca (printed circuit assembly) at humidifier connector j9. They used a known good pil supplied humidifier on base device and verified the heater plate did not heat. They used a known good base device on customer supplied humidifier and observed heater plate did heat. They also observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. They were able to confirm the presence of degraded sound abatement foam. Secondary findings observed, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, air inlet filter missing, thermal event at humidifier connector j9 on pca (printed circuit assembly), intermittent power loss. Possibly a faulty j8 dc power jack on the pca, all for non-slip pads degraded on bottom of device. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it especially near the ui (users interface) knob area. White dust-like contamination on top of the blower box and throughout the bottom of the enclosure, top of the blower motion, in the bottom of the blower box and air inlet seal had yellowed and had white dust-like contamination on it. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms.